Manufacturer narrative:
Product event summary #hvad pump (B)(4) was not returned for evaluation. No device malfunction was reported against (B)(4); theref ore, the purpose of this analysis is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Log file analysis revealed parameters within normal operating range and 20 low flow alarms logged since (B)(6) 2016. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, low flows may be attributed to multiple factors including but not limited to thrombus at inflow cannula/outflow graft, kink in outflow graft, poor vad filling. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Hvad remains implanted with patient.

Event description:
It was reported from the clinical study site that the patient on (B)(6) 2016 had sternal osteomyelitis; bacterial in nature and was admitted on (B)(6) 2016 due to wound complication. It was stated that the patient received therapy via intravenous (IV), site states that the issue is device related. Surgical procedure with debridement and sternal muscle flap was stated to have been performed. Patient was stated to have been discharged on (B)(6) 2016. No additional information available.